Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
A pt reported that she had yag laser performed to address 'z' syndrome, following bilateral implantation of crystalens one year ago. The pt did not indicate which eye was allegedly affected. B+l has not received pt's consent to contact the physician, so the pt's claim has not been confirmed by her physician's office. Add'l info has been requested, but has not been received.